Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was returned undeployed. The device deployed when the top housing was removed. Score marks were found on the underside of the top housing indication interaction between the linkage assembly and top housing. Timeouts were observed in the data, however the data showed that the ratchet gear continued to rotate during these timeouts. The pod had been deactivated by the user at the end of second prime. Rerun of the device did not replicate the timeouts observed in the original run. Inspection of the drive mechanism found no abnormalities that could have caused the timeouts. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. The cause of the time outs could not be determined. It was concluded that interaction between the top housing and linkage assembly prevented the deployment of the device as intended.

Manufacturer narrative:
The device was returned undeployed. The device deployed when the top housing was removed. Timeouts and a drives stall were observed in the download data. The pod had been deactivated by the user at the end of second prime. Rerun of the device did not replicate the timeouts observed in the original run. Inspection of the drive mechanism found no abnormalities that could have caused the timeouts and observed drive stall. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. The cause of the time outs could not be determined. However it could be concluded that the observed drive stall prevented the proper deployment of the device.the lab investigation was reopened and the investigation findings and conclusion has been corrected. Correction to h6 - adverse event problem investigation findings from: c1601 assembly problem identified to: c0203 impedance problem identified. Correction to h6 - adverse event problem investigation conclusions from:d0301. Manufacturing deficiency to: d02 cause traced to component failure. Correction to h10 - additional mfg narrative.